Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown. Product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 28-oct-2021, UDI#: (B)(6). Codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) of a clinical study via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for neuropathic pain and failed back surgery syndrome. It was reported that during ins replacement surgery for normal battery depletion, the impedances were found not in range. Electrode point 4 and 6 gave impedance measurements of 10,000 ohms. The cause was unknown. The leads remain implanted as these two electrode points are not being used for programming.